Event description:
It was reported that the customer's insulin pump went into threshold suspend, when her blood glucose level was not low. The customer's sensor glucose reading was 58 mg/dl but her blood glucose level was 317 mg/dl. She treated her blood glucose level with the insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.